Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9273133. Verbatim: I received a complaint regarding a cracked syringe ¿ 10cc ll ¿ item no. 302995 ¿ lot number 9273133.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9273133 verbatim: I received a complaint regarding a cracked syringe ¿ 10cc ll ¿ item no. 302995 ¿ lot number 9273133.